Event description:
It was reported via implant card that a vns pt's generator was replaced due to increase in seizures and battery depletion. The relationship of seizure increase to pre-vns baseline was unk, but treating neurologist attributed the increase in seizures to battery depletion. Also there was no medication or programming changes associated with pt's vns device.